Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received: it was reported that the physician was performing a total hip arthroplasty. While using the 25mm depuy drill bit in the acetabulum, the drill bit broke. All the pieces were retrieved and an x-ray was taken at the end of the case to confirm there was no metal retained in the wound. FDA safety report ID# (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: corrected: d1 and d4 (catalog)